Event description:
The complaint was reported by a customer from canada: misplaced cassette and failed boh and occlude test.

Event description:
The complaint was reported by a customer from (B)(6): misplaced cassette and failed boh and occlude test.